Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged having nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device has a burning smell, nasal/throat irritation or soreness, burning/smoke/electrical odor, device has strange odor an issue related to a CPAP device. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed unknown black dust-like contamination (inconsistent with sounds abatement foam degradation) at the air inlet of the blower box, white dust-like contamination on the blower motor, and the blower motor seal, white and black dust-like contamination (inconsistent with degraded sound abatement foam) on the bottom of the enclosure. Also, black potential hair/fibers (inconsistent with degraded sound abatement foam) and an unknown brownish substance on the bottom enclosure, slight black contamination, consistent with keratin, at the air outlet of the blower box, tiny unknown white and black specks of contamination (inconsistent with degraded sound abatement foam) on the blower box. Also, unknown dried liquid spots on the bottom of the blower box, unknown brownish substance, white dust-like contamination and potential black hair/fibers (inconsistent with sounds abatement foam degradation) located on top enclosure, potential black hair/fibers (inconsistent with sounds abatement foam degradation) observed on the rear panel. The device's downloaded event log was reviewed by the manufacturer and found one error code. The manufacturer concludes that fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Manufacturer was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.